Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that air entered the infusion line during surgery. The surgeon left the cannula and changed to another system to complete the procedure. There was no harm to the patient. Add'l info has been requested.